Event description:
It was reported that an unspecified number of syringe 10ml saline xs experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no. 306572, batch no. Unknown. This is a case that was reported to the distributor on behalf of a home patient. It was reported that, the patient said he must put pressure on the flush itself to get into his arm and it has been like this the last 3 or 4 times. The antibiotic is going in perfect as per patient, but patient does not know why it is so stiff. Patient said maybe it is the ¿PICC line¿. Patient said he is doing everything right. Patient said he is getting it in but really putting pressure on it, and it is when he is starting to flush it first, but when he is finished it is fine.

Manufacturer narrative:
H.6. Investigation summary: the quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis, therefore it was not possible to verify this complaint as being generated by manufacturing process. A review of the device history record could not be performed as a lot number was not provided for this incident. H3 other text : see section h.10.

Manufacturer narrative:
Per additional information, the patient's weight has been updated. The following information has been updated: a.4. Weight: 95. A.4. Weight unit: kilograms h3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 10ml saline xs experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no. 306572 batch no. Unknown this is a case that was reported to the distributor on behalf of a home patient. It was reported that, the patient said he must put pressure on the flush itself to get into his arm and it has been like this the last 3 or 4 times. The antibiotic is going in perfect as per patient, but patient does not know why it is so stiff. Patient said maybe it is the ¿PICC line¿. Patient said he is doing everything right. Patient said he is getting it in but really putting pressure on it, and it is when he is starting to flush it first, but when he is finished it is fine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 10ml saline xs experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no. 306572, batch no. Unknown. This is a case that was reported to the distributor on behalf of a home patient. It was reported that, the patient said he must put pressure on the flush itself to get into his arm and it has been like this the last 3 or 4 times. The antibiotic is going in perfect as per patient, but patient does not know why it is so stiff. Patient said maybe it is the ¿PICC line¿. Patient said he is doing everything right. Patient said he is getting it in but really putting pressure on it, and it is when he is starting to flush it first, but when he is finished it is fine.